Manufacturer narrative:
Complaint no: (B)(4). The patient disconnected from the set-up without following proper disconnect procedures, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected during the dwell and did not follow proper disconnect procedures. The device moved into drain without the patient being connected and the patient then reconnected to the set-up. The technical service representative (tsr) explained the proper procedure for disconnecting during the therapy. The tsr walked the patient through ending the therapy, but the patient stated that they knew how to end therapy early. The tsr advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.